Event description:
No additional information received customer saw impurities when he took the sample. Liquid is discarded after collection. The collection needle and empty vial have already been collected by mr. The shape of the impurity was a small blackish solid less than 1 mm in diameter. Administration was stopped because the above impurity was seen in the syringe. The liquid was discarded, but the vial and collection needle were kept for mr. (B)(6) number: (B)(6).

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were impurities when taking a sample. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with a 30x microscope. No defects or imperfections were observed. There was no foreign matter of any kind. The four photos provided show the sample received. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
No additional information received. Customer saw impurities when he took the sample. Liquid is discarded after collection. The collection needle and empty vial have already been collected by mr. The shape of the impurity was a small blackish solid less than 1 mm in diameter. Administration was stopped because the above impurity was seen in the syringe. The liquid was discarded, but the vial and collection needle were kept for mr. (B)(6) number: (B)(4).

Manufacturer narrative:
(B)(4) follow up: it was reported there were impurities when taking a sample. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with a 30x microscope. No defects or imperfections were observed. There was no foreign matter of any kind. The four photos provided show the sample received. A device history record review was completed for provided material number 30521104, lot 1301728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Customer saw impurities when he took the sample. Liquid is discarded after collection. The collection needle and empty vial have already been collected by mr. The shape of the impurity was a small blackish solid less than 1 mm in diameter. Administration was stopped because the above impurity was seen in the syringe. The liquid was discarded, but the vial and collection needle were kept for (B)(6).